Manufacturer narrative:
Initial reporter address: (B)(6). The device was not received for evaluation, however, based on the information provided of a leak at the level of the access filter pod., this is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two (2) minutes into treatment with a prismaflex m100 set c, an external blood leak occurred. A "no flow in the blood tube". Alarm was generated by the machine. The pressure chamber in front of the filter was filled with blood except for the center part, and blood stains were visible on the edge. There was no report of patient injury or medical intervention associated with this event. No additional information is available.